Event description:
It was reported that during reprocessing the gastrointestinal videoscope tested positive for an unspecified number of colony forming units (cfus) of stenotrophomonas maltophilia. The scope was resampled 9 days later and tested positive for an unspecified number of cfus of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microorganisms were detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's review of third-party culture testing of the device biopsy channel before repair. Based upon review of the customer provided the cds processes information, no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and no abnormalities were identified that may have led to the positive culture. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: distal end cfu: none detected. Bacterial identification: n/a sampling from: biopsy/suction channel cfu: 0cfu bacterial identification: n/a sampling from: air/watter channel cfu: 0cfu bacterial identification: n/a a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.